Event description:
Same case as MFR#'s: 6000089-2006-00628, 6000089-2006-00630, 6000089-2006-00632. 40 days after a coronary artery drug eluting stenting treatment procedure, the pt expired. The index procedure identified four target lesions treated with ten stents. The first target lesion was a trifurcated lesion of the left main, the proximal circumflex and the proximal left anterior descending arteries. This was a type c bifurcated lesion. The lesion was not pre-dilated. The physician placed three taxus express2 stents, a 3.00x12mm, and two 2.75x16mm, using the classic t-stenting, side branch first technique. The stents were not post dilated. After stent placement, there was less than 30% residual stenosis in all three taxus express2 stents and there was timi-3 flow. There were two additional unk type and size stents placed in this lesion. The second target lesion was located in the mid left anterior descending artery. The physician direct-stented the lesion with a taxus express2 2.75x12mm stent. The stent was not post dilated. Post deployment, there was less than 30% residual stenosis and timi-3 flow in this lesion. The physician also placed one tsunami stent and an additional three unk type stents int he proximal and mid rca vessel. The pt was discharged 5 days later on beta blockers, angiotensin ii receptor antagonists, acetylsalicylic acid, thienopyridine antiplatelet, statins, diuretics, and amiodarone. The pt was admitted to another hosp 33 days follwing the index procedure due to lung edema and left ventricular failure. There were no lab/ECG signs of myocardial ischemia/infarction. The penumonia/septicemia/acute nephric failure thereafter. The pt died of multisystem organ failured 40 days following the index procedure. The relationship to the device is indicated as being possibly related to the event.